Manufacturer narrative:
During inspection and testing, the reported issue (broken forceps elevator wire) was confirmed. It was observed the forceps elevator wire was frayed due to external factors. In addition to peeled adhesive, service found the adhesive on the bending section cover was cracked, the insertion tube was wrinkled, the stains on the up down angle fixing lever were difficult to remove, the forceps mouthpiece was shaved, and there was water leak in the scope connector. The bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. Scratches were sobered on the insertion tube, the control section, the plastic distal end cover, the insertion tube protector, the switch box, the control section cover, the up/down knob, the up down angle fixing lever, the grip, the universal cord, the protector of the universal cord on the scope connector side, the scope connector, and the right left angle fixing knob due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the forceps elevator wire of the subject device was broken. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the lighting lens was peeled off. This report is being submitted for the malfunction found during device evaluation (adhesive peeling off). Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.